Event description:
It was reported that a pump alarm for a system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able to confirm and reproduce the system error 105. It was determined that the alarm was caused by a failed motor. The motor assembly has been replaced.